Event description:
Received info stating pt was experiencing high bg's.

Manufacturer narrative:
Reporter did not want to further troubleshoot as she believed steroids is what was causing her high bg's. No product has been returned for eval. Should new info become available, a f/u MDR will be submitted